Manufacturer narrative:
Problem is inconclusive. Service technician observed one alarm for the date/time of the event - 'no trigger.' He determined that the safety disk was overdue for replacement by 11.1 hrs. And replaced safety disk assy ((B)(4)). Checked pneumatic performance service diagnostics, performed functional tests, verified pump meets factory specs and performed electrical safety checks. Internal file: (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an alarm (undefined by the customer) and the iabp stopped inflating iab. The pt was switched to another iabp and therapy was continued. No pt injury was reported.